Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate and the reservoir had migrated from space of retzius into the scrotum. A revision surgery was performed and when the reservoir was taken out of scrotum, it was noted that the tubing was severely kinked. This prevented the cylinder from inflating. Once the tubing was straightened, the device was tested and performed as expected. The physician placed a 100ml spherical reservoir in submuscular pouch via a counter incision. No patient complications were reported.